Event description:
The manufacturer received a voluntary medwatch (mw5105891) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop pancreatic cancer. The patient expired. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously receiving information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop pancreatic cancer. The patient expired. The manufacturer did not receive contact information to obtain additional information and to request the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.